Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5mmd 14mml enterprise vascular reconstruction device (product code: enc451400, lot number: 9924734) passed through microcatheter tip of an unspecified microcatheter, but only the delivery wire was visualized under the image. The doctor removed the microcatheter (mc) and stent from the patient, and found the stent was detached from the delivery wire in the microcatheter. The doctor switched to a second microcatheter (mc), a prowler select plus 150/5cm (product code: 606s255x, lot number: 31659834) and a second stent, a 4.5mmd 22mml enterprise vascular reconstruction device (product code: enc452200, lot number: 9854667) which became impeded in hub of the second microcatheter and could not be pushed into the second microcatheter. The doctor tried to retract the second stent alone, but the second stent was found detached from the delivery wire at the place where the microcatheter and y connector connected. The doctor removed the y connector and removed the second stent and then switched to a new stent to complete the surgery. The second microcatheter was not replaced. Additional event information received on 31-dec-2026 indicated that there was no evidence of physical material within the 4.5mmd 22mml enterprise. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was resistance felt between the 4.5mmd 14mml enterprises and the microcatheter, prior to the premature deployment requiring removal of the microcatheter and subsequent loss of cerebral target position. The tip of the introducer sat correctly in the rhv and microcatheter hub. The introducer was placed securely in the hub prior to attempting to advance the delivery wire. There were no procedure delays/prolongation due to the event. Additional event information received on 13-jan-2026 confirmed that the prowler select plus 150/5cm (product code: 606s255x, lot number: 31659834) required removal and subsequent loss of cerebral target position.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h4, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, a 4.5mmd 14mml enterprise vascular reconstruction device (product code: enc451400, lot number 9924734) passed through microcatheter tip of an unspecified microcatheter, but only the delivery wire was visualized under the image. The doctor removed the microcatheter (mc) and stent from the patient, and found the stent was detached from the delivery wire in the microcatheter. The doctor switched to a second microcatheter (mc), a prowler select plus 150/5cm (product code: 606s255x, lot number: 31659834) and a second stent, a 4.5mmd 22mml enterprise vascular reconstruction device (product code: enc452200, lot number: 9854667) which became impeded in hub of the second microcatheter and could not be pushed into the second microcatheter. The doctor tried to retract the second stent alone, but the second stent was found detached from the delivery wire at the place where the microcatheter and y connector connected. The doctor removed the y connector and removed the second stent and then switched to a new stent to complete the surgery. The second microcatheter was not replaced. Additional event information received on 31-dec-2026 indicated that there was no evidence of physical material within the 4.5mmd 22mml enterprise. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was resistance felt between the 4.5mmd 14mml enterprises and the microcatheter, prior to the premature deployment requiring removal of the microcatheter and subsequent loss of cerebral target position. The tip of the introducer sat correctly in the rhv and microcatheter hub. The introducer was placed securely in the hub prior to attempting to advance the delivery wire. There were no procedure delays/prolongation due to the event. Additional event information received on 13-jan-2026 confirmed that the prowler select plus 150/5cm (product code: 606s255x, lot number: 31659834) required removal and subsequent loss of cerebral target position. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damage was observed. The microcatheter was flushed using a lab sample syringe, then a 0.0206 in lab sample guidewire was introduced into the received microcatheter, and it advanced smoothly without any resistance or friction as the guidewire passed through. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The lab sample guide wire was able to pass through the entire length of the microcatheter without resistance. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. Additionally, no damages were found on the microcatheter that could have contributed to the issue reported during the procedure. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. The instructions for use (IFU) contain the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.